Manufacturer narrative:
Manufacturer's investigation conclusion: the event, of loss of external power alarms while using the mpu, was confirmed in the submitted log file. The customer submitted heartmate 3 lvas log files for review ¿ no specific issues were noted. Technical service reviewed the log file and replied to the customer. A loss of external power event while using the mpu was observed. The event log file contained approximately 7 days of patient event data. There was one loss of external power event that occurred with the patient using the mpu. The event was 24 seconds in duration. The controller operated on backup battery power during the event. The mpu was the power source before the event. The battery capacity (rsoc) indicators and cable voltages correspond to a brief loss of mpu output. Multiple requests for additional event information were sent to the customer. No additional information was reported. Although the loss of external power event was confirmed in the log file, the specific reason for the loss of mpu output was unable to be determined in this investigation. Set up and use of the mobile power unit (mpu) with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Tracking information for the mobile power unit (mpu) was not reported. Device build records were not reviewed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files were sent for review. The log file captured a no external power event on (B)(6) 2021. This was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during this event and no other unusual events were recorded in the log file event history. The equipment was operating as intended.